Manufacturer narrative:
(B)(4). Batch # n9244a. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 2 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon states that as he was placing clips on the cystic duct, that the clips would not dislodge from the device. He would put device on duct and go through firing sequence. Once clip was on duct and he went to remove device, the clip would come off also. The device was used to complete the procedure. There were no adverse consequences for the patient.